Event description:
It was reported that this right ventricular (rv) lead triggered a lead safety switch (lss) due to a high out-of-range pace impedance measurement of 2,001 ohms. Rv impedance trends showed a gradual increase in measurements from approximately 500 ohms to 200 ohms from march to june. There was no evidence of noise, despite unipolar sensing since june. Technical services (ts) discussed troubleshooting options and possible causes, such possible lead integrity concerns. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.